Event description:
Paramedics attended to a person described as in full cardiac arrest with an unknown down time. The pt's ECG rhythm was monitored and diagnosed as asystole with implanted pacemaker spikes present. After approximately 15 minutes of device use, the device allegedly lost power without warning. The operator turned the device back on and continued to use the device with no other problems reported. Resuscitation efforts were performed and the pt was transported to the hospital. The pt's outcome was not reported.